Event description:
Patient had an atheroembolization of a proximal left superficial femoral artery lesion of the left leg and had developed "blue toe syndrome." She smokes and does take antiplatelet therapy. She had a bypass graft years ago and duplex scanning indicated stenosis just distal to the bypass graft origin. The graft, which was an end-to-end graft, was widely patent. There was difficulty going up and over because of the angle of the aortic graft. The lesion was crossed with a 0.14 wire. Numerous techniques were used to get a sheath to go up and over but with no success. The proximal superficial femoral artery lesion was dilated with a 2 mm coronary balloon to try to make a big enough channel to be able to slip a catheter through and then change wires. That went smoothly but when the balloon was withdrawn the tip of the balloon was absent from the catheter. Fluoroscopy showed the tip had embolized to right below the knee (popliteal artery). The retrograde stick was converted to an antegrade stick and the balloon was retrieved with a snare. This procedure was difficult and prolonged so the left side was not reaccessed in order to dilate the lesion. Patient will be brought back later and other approaches may be considered.